Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified through review of the event history log by the multiple presence of 'downstream occlusions' alarms but were not determined if the alarms were true or false. Testing found the device to be within specification and the customer reported issue could not be reproduced. No causality was identified, and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusions. There was no known patient injury or medical intervention associated with this event. No additional information is available.